Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported the physician implanted a 30mm gore helex septal occluder to close an atrial septal defect (asd). The asd measured approx 12mm. After implantation it was later discovered that the occluder had embolized to the pulmonary artery. The following day the occluder was shared out in a transcatheter procedure. The pt was doing well following the procedure.